Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual examination of the returned product/provided pictures identified the tip of the device has fractured and due to the fracture. As the returned device is fractured, the curvature of the needle could not be measured. It is unknown when the device was bent, if the device was bent more than normal, or if the bend occurred during use or prior to the needle fracturing. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while during the surgery, the needle of the instrument was bent more than usual. There was no report of a foreign body retained or harm to the patient.